Event description:
During a clinic follow-up, p wave amplitude variation and an increase in the capture threshold resulting in a loss of capture during device testing was observed on the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.